Event description:
On (B)(6) 213, the pt underwent a permanent implant procedure. The procedure was aborted due to the doctor experiencing difficulty placing the lead. The lead will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.